Event description:
The patient claimed that when going into bolus screen the buttons would not respond to program bolus. Patient reported that they were able to go into bolus screen and unable to program bolus just had bolus screen. Reports he disconnected and removed battery and now unable to confirm verify screen. Reports no damage to keypad, reports buttons click and spring back but are non responsive there was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, evaluation is not compete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. The keypad buttons were intermittently responsive and required multiple button presses in order to elicit a response. The keypad buttons were found to spring back and click back normally. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.